Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients with adverse events and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead dislodgment, high thresholds, damages leads, strained leads due to patient growth and perforation. The status of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The report will be submitted as a 30d report based on the report of ¿growing child¿ although the age of the patients are unknown. (B)(4).